Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of diffused dark lines on the video lens that cannot be removed, was due to the lg bundle having a stain. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope diffuses dark lines on the video lens that cannot be removed even after several cleaning processes. The issue occurred during installation. There was no patient involvement.